Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. The patient remains ongoing on vad support. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a hemoglobin of 5.7 g/dl on (B)(6) 2019 and was transfused three units of red blood. On (B)(6) 2019 the patient's hemoglobin was 8.7 g/dl. The patient was started on protonix 40 bid. Hemoglobin was stable overnight. On (B)(6) 2019 push enteroscopy was performed with no findings. No source of bleeding was found and no avms were noted. On (B)(6) 2019 the patient's hemoglobin dropped from 8.5 g/dl to 7.5 g/dl and the patient was transfused 2 units of packed red blood cells. Hemoglobin remained slightly down but stable. It was decided that no further imaging was needed unless there was a recurrent drop in hemoglobin. On (B)(6) 2019 there were no signs or symptoms of bleeding and the patient was stable for discharge home. No further information was provided.